Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on (B)(6) 2019. Inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: suction arm loose, insertion tube severe crush at stage 1, passed dry leak test, customer complaint not stated, long umbilical cable bump, passed wet leak test, eus connector cable short bump at control body root brace, trim cap missing, hole in # 1 remote control button cover. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the loaner inventory upon completion. The endoscope repair includes the following components: balloon feeder/return tube, operation channel, angle wire with top ring, distal joint screw m1, insertion flexible tube, staycoil assy attaching screw, bending rubber, angle lever trim cap, remote control button(1)pb_free, light guide cable lg connector, us cable assy, cn3 label, cn4 label, sub connector pb-free, heat-shrink tube ID=5mm l=30mm, insertion/s-nipple attaching screw, o-ring (1.25x3.5), suction connection tube, o-ring (1.2x3.5).